Event description:
Patient reported unknown side "increasing pain," "deformities in the breast (fluid bladder visible and palpable)," "recall," ¿increased risk of alcl, to which my symptoms match¿ and ¿been advised to urgently replace the implants due to the severe pain alone¿ device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, pain, visibility/palpability, anxiety-product/procedure.